Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received alarms while connected to batteries. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of power cable disconnect alarms while on batteries was confirmed and reproduced during analysis. The controller was connected to batteries to reveal power cable disconnect alarms. The analysis of the controller revealed a compromised inner wire in the white power lead. The open circuit condition of the inner wire resulted in constant power cable disconnect alarms while on batteries. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.